Manufacturer narrative:
Block d2b: product code: kns, pcu; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k) #: k163272, k181905, k220112, k233318; reported here as the product code exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed and the outer sheath detached from the deployment hub. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed can be confirmed. The additional observed damage of outer sheath detached was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat an enteral obstruction. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement for the treatment of enteral obstruction. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the small bowel to treat an enteral obstruction during a lumen-apposing metal stent procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the stent, but the distal flange would not deploy. The physician attempted to push another wire through the catheter, but it would still not work. Subsequently, the stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat an enteral obstruction. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement for the treatment of enteral obstruction.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the small bowel to treat an enteral obstruction during a lumen-apposing metal stent procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the stent, but the distal flange would not deploy. The physician attempted to push another wire through the catheter, but it would still not work. Subsequently, the stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat an enteral obstruction. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement for the treatment of enteral obstruction.

Manufacturer narrative:
Block d2b: product code: kns, pcu; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k) #: k163272, k181905, k220112, k233318; reported here as the product code exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.